Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. Additional information was not provided. Previously reported codes, b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Previously reported code, b01 is applicable as well as newly reported codes c19 and d15. H3, h6) the product ID: 9731203, lot number: 0400002412 was returned and analysis did not confirm the reported event. No issues were found while under test for 24 hours, no faults were found. Previously reported code, b01 is applicable as well as newly reported codes, c19, and d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the representative went to the site and confirmed that the emitter needed to be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an navigation system being used outside of a procedure. It was reported that while performing the planned maintenance (pm), and testing the emitter box and emitter, the manufacturer representative (rep) was receiving a high drive noise error. The emitter box was also showing the fault light as amber. Technical services (ts) walked the rep through checking the emitter interface, and it displayed the noise had one flt (all others displayed ok) which most likely indicated the emitter needed to be replaced. Ts had the rep unplug the emitter and the fault on the emitter box went away. There was no patient involvement.. The emitter was also was reported to need to be replaced as it was making an unusual sound.